Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia repair and ventral hernia repair, while laparoscopic instrument was being used, the device had an air or gas leaked from the seal and there was a strange noise. The device's seal was physically damaged. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.